Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details were provided. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details were provided. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not power on with button depression or strip insertion. Reader powered on with usb cable insertion. The date and time was set using the pc software and determined the unit of measurement was locked to mmol/l. Usb charger and usb cable were returned with the reader. There was no evidence of too hot to hold charging was observed. Built-in reader test was unable to be performed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. The returned usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no sign of damage, burn marks or corrosion was observed. The returned battery voltage was measured which was not within specification range. An further extended investigation was performed. Visual inspection has been performed on the returned reader and no issue was observed. The reader powered on with button depression and ¿connected to pc¿ message was observed when reader was not connected to a computer. The reader was de-cased in previous phase and no sign of damage or corrosion was observed upon visual inspection. The stm processor was present. The returned battery voltage was measured which was within specification range. The reader was monitored under thermal camera to identify any hotspot. Hotspot was observed on the stm u2 cpu and it happened due to the customer using a non-abbott provided usb adapter. R100 pulldown resistor was measured and any voltage across this resistor was the evidence of excessive voltage/current bypassing the stm vbus protection circuit and cause irreparable damage to the reader. The excess voltage/current through ic components will have damaged them and they will exhibit hotspots when operation will be attempted. This is not possible with the abbott-provided usb adapter. Therefore, issue is not confirmed to use due to incorrect adapter used all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details were provided. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.